Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, air supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, bending tube was deformed, adhesive on a-rubber had a chip, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, c-cover (plastic distal end cover) had a scratch, connecting tube had a scratch, light guide lens had discoloration, objective lens had discoloration, protector of universal cord on scope connector side had a scratch, sc cover unit had a scratch, fe (forceps elevator) lever had discoloration, fe lever had a scratch, fe knob had discoloration, fe knob had a scratch, right/left knob had discoloration, r/l knob had a scratch, up/down knob had discoloration, u/d knob had a scratch, flexibility adjustment ring had a scratch, switch box had a scratch, s-cover had a scratch, universal cord had a scratch, grip had a scratch, s-cylinder was shaved, control unit had discoloration, and control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had poor air supply. There were no reports of patient harm. The device was returned for evaluation and during the evaluation, it was found that there was foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.